Manufacturer narrative:
Internal analysis was done. It was determined that the following parts were required for repair: bi71000183, bi71000171, bi71000181. The system was serviced in the field and it was confirmed that the system would only boot into standalone mode. The mobile viewing station (mvs) board was interfering with the can communication on the system. After replacing the mvs board the system booted correctly. Multiple reboots were performed without any issues and the system passed the checkout. Other relevant device(s) are: kit svc o2, bi71000181, pcba mvs power. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system entered standalone mode while booting up. It was reported that the system was unable to complete booting. There was no patient present when this issue was identified.

Manufacturer narrative:
H3, h6: the mvs power board was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm 10, fdr 213, and fdc 67 are applicable to the power board analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.